Event description:
Clamp broke while pt on bypass. On 4/9/01, spoke with nursing director or, who stated that the clamp broke just before the lock. She stated they were able to retrieve all the product pieces, and applied a different clamp. There was no pt injury in this case.